Event description:
The customer reported that the sys failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an on-site investigation. The connection between the backplane and rtos cpu was evaluated and reseated during the svc call. The sys was tested and found to be working as intended and returned to svc.